Manufacturer narrative:
This supplemental report is being submitted to provide additional information and UDI. Olympus will continue to monitor complaints for this device through regular trending activities as defined by osta qms procedure.

Manufacturer narrative:
As part of our investigation, the dhrs for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of 1 unit was produced under this job number with no associated ncrs, reported scrap, or recorded process deviations relating to the reported failure. The device was returned to the service center for evaluation. The customer¿s complaint of "not irrigating properly" was confirmed due to a loose connection. Further inspection found the unit needed a hardware upgrade and software version upgrade rtc: v 00.01.21 to 00.01.24 and uic: v 2.3.5.0 to 2.3.10.0. The device was repaired and returned to the customer.

Event description:
The service center was informed that the diego elite was not irrigating during set-up. It was reported that the user facility¿s biomed pressed the prime button on the front panel of the diego elite and did not receive a response and did not hear the pump work when the foot switch was depressed. There was no error prior to the unit rebooting. No error code appeared on the unit. There were no alarms or alert tones noted on the console. There was no issue with any other instrument attached to the generator. No error code appeared with the hand-piece. There were no issues with any other products. The procedure was completed with another device. There was no patient injury reported. In addition, the user facility reported the unit and cord was inspected prior to the procedure. The connection between the cord and equipment was secure.